Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A site history complaint review was conducted and did not show any additional complaints related to this event. No image or video clip for the reported event was submitted for review. System error log review was conducted on 08-jul-2021 for a procedure on (B)(6) 2021 on system (B)(4). While various system messages were recorded, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. A review of the instrument logs was also performed. Single use sureform 60 stapler instrument pn: 480460-09 // ln: l93210223-0045 // sn: (B)(4) was recorded as being used five times during the procedure with two blue reloads pn: 48360b, two white reloads pn: 48360w and one green reload pn: 48360g. While not all reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against those instruments. An isi advanced failure analysis (afa) engineer conducted a stapler log review and found the following: logs showed that sureform 60 stapler instrument pn 480460-09 // ln: l93210223-0045 fired 5 reloads (1 green followed by 2 blue followed by 2 white). All firings were completed. The first 4 firings did not have any pauses for compression. The last 2 firings (white reloads) had 2 pauses and 1 pause for compression. There were no incomplete clamps in the procedure. While the surgeon alleged an unspecified issue with a sureform 60 stapler instrument and an unspecified color of sureform 60 reload, there is insufficient information provided that meets the criteria of a reportable malfunction. However, there were post-operative complications for which additional diagnostic testing, additional hospitalization and unspecified non-surgical treatment were required to resolve. The surgeon initially alleged an unspecified ¿leak around the staple line located on the stomach¿ where a sureform 60 stapler instrument had been used and that a "sureform 60 caused the injury¿. It was later clarified that the surgeon also reported that he attributed the cause of the post-operative complication of bile in the stomach as related to, ¿the patient¿s stomach tissue had rotted¿. While the additional procedure revealed bile reflux into the sleeve gastrectomy, which is a normal result of this type of procedure, per an isi medical safety officer, the surgeon had also reported an unspecified ¿leak around the staple line located on the stomach¿ where a sureform 60 stapler instrument had been used and the surgeon believed that a "sureform 60 caused the injury¿. Additional information as to the patient¿s anatomy and/or any patient pre-existing conditions or comorbidities is unknown. At this time, the root cause of the reported issue and the post-operative complication(s) are unknown.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure on a female patient on (B)(6) 2021, the surgeon reported during a site visit on (B)(6) 2021 that the patient ¿came back to the site with a leak around the staple line¿ one week out of surgery. The surgeon reported the issue to an isi representative during a site visit on (B)(6) 2021. Surgical intervention was required on an unspecified date to repair what the surgeon alleged as ¿a leak around the staple line of the stomach¿. The patient was expected to be released from the hospital on (B)(6) 2021. On 07-jul-2021, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after a da vinci-assisted sleeve gastrectomy procedure on a morbidly obese female patient on (B)(6) 2021, the surgeon reported on (B)(6)2021 that the patient ¿came back to the site one week out of surgery¿ on (B)(6) 2021 with symptoms of abdominal pain. A leak test was performed during the initial procedure with indocyanine green (icg) and saline and there were no observed issues with the staple line and no leak was observed. However, the surgeon initially reported an unspecified ¿leak around the staple line located on the stomach¿ where a sureform 60 stapler instrument had been used and the surgeon believed that a "sureform 60 caused the injury¿. It was later clarified that the surgeon also reported that they attributed the cause of the post-operative complication of bile in the stomach as related to, ¿the patient¿s stomach tissue had rotted¿. The surgeon did not disclose any other information related to the patient¿s anatomy and/or any patient pre-existing conditions or comorbidities. It was determined by the surgeon, via "esophagogastroduodenoscopy (egd), that bile was present in the stomach¿. No surgical intervention was required and there was no second procedure. The patient was admitted to the hospital and the issue resolved itself by unknown non-surgical means. The patient was reported as doing well and was expected to be released from the hospital on (B)(6) 2021.